Event description:
It was reported that the patient has bd power PICC solo insitu to right arm. It was noted that the PICC was leaking close to the wings and the port end after flushing. The PICC has to be removed the next day after assessment from PICC team. It was noted that there was a small nick or hole in the top of the catheter just below the wings. No apparent harm, reached patient inconvenient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the patient has bd power PICC solo insitu to right arm. It was noted that the PICC was leaking close to the wings and the port end after flushing. The PICC has to be removed the next day after assessment from PICC team. It was noted that there was a small nick or hole in the top of the catheter just below the wings. No apparent harm, reached patient inconvenient. No other information was provided.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one used 5fr dl powerpicc solo catheter. Additionally, a used securacath device was returned along with the catheter. The catheter was leak tested by flushing each lumen with water using a 12ml luer lok syringe. During testing, a leak was observed between the 0 cm depth marker and the nose of the molded joint when flushing the purple lumen. Microscopic inspection of the leak site found that a longitudinally aligned tear was present. Inspection of the fracture found that the edges were jagged and non-uniform, and the surface was granular. The fracture features indicated that tensile stress, shear stress, or a combination of the two had contributed to the observed damage. Below the tear location, between the 0 cm and 1 cm depth marker, a kink was observed on the catheter tubing. Given the presence of this kink and its proximity to the tear, it is possible that securement techniques, such as the returned securacath, contributed to the observed failure. However, there is not sufficient evidence to conclusively determine this. Therefore, the root cause remains unknown.